Event description:
It was reported that the two leads that the patient originally had implanted were ¿pulled out¿ shortly after implant. The patient had the kind of leads that were ¿like coils¿ and were sutured in place. It was noted that the patient was very active and had not let it heal fully and one day he was down on his hands and knees and had felt something pull and it ¿started stimulating all over¿ so the patient turned it off. The patient had an x-ray which confirmed the leads had pulled out of place. It was noted that the patient had a paddle lead implanted which was screwed to his spine and the 2 prior leads were not removed. It was further noted that this had happened within a year of implant. The 2 leads were coiled up and they pinched the patient every once and a while if he moved a certain way. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 377860 lot# v009763, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377860 lot# v009199, implanted: 2006 (B)(6); product type lead. (B)(4).